Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30518161m number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered heart block requiring a pacemaker implantation. During avnrt ablation, a-v block was noted. The procedure was ended as-is and patient was discharged. The physician commented that nothing in particular. This adverse event was discovered during use of biosense webster products. Intervention provided was pacemaker implantation. Patient status is unknown.